Event description:
It was reported that the customer's fill estimate was inaccurate. Customer had loaded cartridge with humalin-r. Tandem technical support had customer reload cartridge, but the pump displayed a message requesting a minimum of 50 units of insulin to continue; however, it was not known how much insulin remained in the cartridge when the fill notification was received. Customer loaded a new cartridge with a better fill estimate and resumed insulin delivery. The customer's blood glucose level was reportedly low due to pregnancy.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.